Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device stopped working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the upper trigger was sticking. It was noted that the triggers components were worn. It was determined that this condition was due to the components being worn from normal use over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an open reduction internal fixation (orif) tibial pilon surgical procedure, it was observed that the small battery drive device stopped working while in use on a patient. It was reported that there was no delay in the surgical procedure due to the event as an unspecified spare device was available for use to complete the procedure successfully. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.